Event description:
It was reported when the anchor was implanted, it failed to fix the anchor. No patient injury was reported.

Manufacturer narrative:
One used 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the anchor showed four of the anchor fins have broken off. The anchor remains attached to the inserter. Inserter was functionally tested and the inner plug moved within the anchor as intended. Dimensional assessment of the anchor confirmed it meets print specification. With the limited clinical details provided regarding site preparation and patient bone quality no root cause can be determined. No root cause related to the manufacturing process could be established.